Event description:
It was reported that the doctor was using the stapler on a thoracotomy procedure and states that misfired and that it was bleeding from both sides of the staple line. As a result, the patient had to receive blood. He entered it is a potential adverse event, with life threatening risk.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch # unk. Additional information was requested, and the following was obtained: what was the indication for surgery? Unknown. What was the procedure? Thoracotomy. What vessel was being fired upon at the time of the reported issue? Pulmonary vessel (I don't know whether it was artery or vein). How was the post-op bleeding identified? Bleeding occurred and was identified intra-op. How was the post-op bleeding addressed? Bleeding was addressed intra-op. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)?unknown. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol?unknown. Was the bleeding intraluminal or extraluminal? Unknown. Were there any issues with staple formation throughout the procedure or at the site of the bleed? Staple formation initially seemed normal, but appeared to fail as the procedure went on. Can you describe the staple formation seen in the surgical field? Unknown. Were there any clips used near the surgical site? Yes, after staple failure. Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Unknown. What is the current patient status? Unknown. Are there any photos or videos available? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2022 d4: batch # 837a67 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022. Additional information: the stapler fired as normal, felt and sounded like a successful firing initially, the staple line looked okay. There was some bleeding at the edge of the staple line, but nothing unusual. Staple line began to ¿give out¿ one staple at a time until both sides of the staple line were unsealed.